Event description:
Reportedly, the subject device involved in a clinical study was explanted and will be returned for a post-mortem analysis.

Manufacturer narrative:
(B)(6), 2013 this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.